Event description:
It was reported that during the procedure in the heavily calcified and tortuous left anterior descending artery, a 2.25 x 15 mm nc trek dilatation catheter was advanced into the patient anatomy and inflated. A dissection occurred. A 2.25 x 23 mm xience nano stent system was advanced to treat the dissection and resistance was felt. Normal amount of force was applied but the stent system could not advance to the dissection. The stent system was removed and a 2.25 x 15 mm xience nano stent system was advanced, but the same occurred and the stent system was removed from the patient anatomy. A 2.25 x 23 vision stent system was then advanced to treat the dissection, but it would not advance to the dissection and was removed from the anatomy. A whisper guide wire was then advanced into the anatomy; however, the guide wire perforated the left anterior descending artery. The patient was observed overnight and re-assessed the following morning. It was found that the dissection and the perforation had sealed on their own and no additional intervention was provided. The patient is reported to be doing well. There was a clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The whisper guide wire is being filed under a separate medwatch MFR number. There were no reported product deficiencies. The reported patient effect of dissection is listed in the nc trek instructions for use as a known adverse effect. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.